Event description:
During a kit inspection on (B) (6) 2009, the sales representative reported that an extender sleeve was cracked. Upon examination of the complaint, returned part on 19 may 2009, it was noted that two pieces were broken off from the tip of the extender sleeve. This malfunction has been associated with an adverse event in the past. There was no pt involvement.

Manufacturer narrative:
No pt involvement. A review of the device history record indicates the part met specifications. Visual examination of the returned device indicates the tip is broken. An engineering investigation resulted in changing the design geometry and tolerances on the instrument tip and added a macro lock feature for screw interface, completed march 2009. The return part was manufactured prior to the design changes.